Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device revealed stripping. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product was reported in error. Unknown deficiency at this time. If/when more information is received, the decision will be updated.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments were broken.